Event description:
A nurse reported that an increase in a patient's vns settings worsened his sleep apnea. The patient's settings were later reduced, and the patient's sleep apnea returned to its normal state. No additional relevant information has been received to date.